Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information provided: were there any issues with the device during the initially procedure? No. What others devices were used? No other staplers. Details of how anastomosis was constructed. Side by side and otomy closed with additional firing of tlc75. What was the procedure being performed? Lap assisted right colectomy. Pre op diagnosis? Unknown. What was the source of bleeding? Assumed to be staple line. How was the source of the bleeding confirmed? It was not. The blood was given and the bleeding stopped on its own. Other than the blood transfusion, did the patient require any other medical or surgical treatments? Unknown. Was patient given any antithrombolytics prior to, during or post surgery? Unknown. Did patient have any coagulation disorders? Unknown. What were there any other pre-existing conditions that could have impacted the patients health/surgical outcome? Unknown.

Event description:
It was reported that post op a right colectomy procedure, there was blood in the patient's stool on (B)(6) 2010 and the patient was given a blood transfusion. The amount of blood loss is unknown. The number of units given is unknown. The bleeding stopped on its own. The device was discarded.